Manufacturer narrative:
(B)(). Eval results and conclusion: (death, ruptured aneurysm, stent graft migration, endoleak, arterial trauma). (Disease progression aortic neck dilatation).

Event description:
An aneurx stent graft was implanted in a pt for the emergent endovascular treatment of abdominal aortic aneurysm 45 months ago. The pt has a history of cerebrovascular accident, vascular disease, hypertension and is an ex-smoker. Aneurysm size and vessel morphology from the time of implant are unk. At the one year f/u, there was a large left-sided retroperitoneal hematoma caused by actively bleeding aortic aneurysm which has developed above the stent graft and dissected around it causing loss of proximal seal. The aneurysm measured 3.5 cm in diameter just above the superior margin of the graft but, this is enough to create proximal type 1 endoleak and resulted in a pseudoaneurysm which measured 6.5 x 5.5 cm. It was reported that the pt presented emergently, with back pain approx two months ago. The pt was relatively hypotensive during the workup in the emergency room. The pt had a hematoma in the left abdomen and the stent graft was found to have migrated into the aneurysm sac resulting in a type I endoleak. The cause of the migration was disease progression and aortic neck dilatation and angulation. This has resulted in a rupture of the aneurysm near the iliac bifurcation. The decision was made to explant the stent graft. During the explant procedure, the left common iliac artery was significantly injured/ torn. At this time a 24 mm bifurcated stent graft was sewn in. The pt tolerated the procedure well; however, it was reported that the pt expired eight days later due to the respiratory failure (ref MFR # 2953200-2011-00838).